Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported issue. The system reported an error 48245 intermittently and illuminator lamp failed to ignite. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the illuminator has not yet been received by intuitive surgical, inc. (Isi) for evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the lamp could not be ignited during procedure. The tse recommended for the customer to check error log. The customer used a 3rd party illuminator and did not record the error code. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The illuminator has been evaluated by the failure analysis (fa) team. Fa was able to confirm via logs and reproduce the reported complaint during in-house testing. During visual inspection, no issue was found that was related to the report issue. The illuminator was installed onto a golden system where the failure was triggered not ignited indicating fault on the illuminator. As a result of these findings, failure analysis was able to conclude that the illuminator was found to be the root cause of on the reported event.

Event description:
Refer to h11 for follow-up information.